Event description:
It was reported that the device could not be interrogated. The doctor tried multiple times and even restarted the programmer without success. The device had beeping tones. Technical services advised the doctor to try a magnet reset. Once done, the device was successfully interrogated. There were no additional adverse patient effects. The device remains implanted.